Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd autoshield duo pen needles 30ga 5mm experienced safety shield failure. The following information was provided by the initial reporter: material no: 329515, batch no: 0175110. Our nursing staff experienced an event on two separate occasions in which insufficient doses of insulin was administered to the patient. In both cases, the needle was placed on the pen device correctly, but when the medication was injected, a significant amount of insulin had built up in the space where the needle meets the skin. Furthermore, the safety mechanism failed to activate both times despite nursing ¿pushing hard.¿ the patient also reported that they felt the burning sensation of insulin going in, so they apparent did receive a portion of their total dose. However, because the exact amount could not be determined, they had to be transferred to a higher level of care for increased monitoring.

Manufacturer narrative:
H.6. Investigation: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number.

Event description:
It was reported that 2 bd autoshield duo pen needles 30ga 5mm experienced safety shield failure. The following information was provided by the initial reporter: material no: 329515, batch no: 0175110. Our nursing staff experienced an event on two separate occasions in which insufficient doses of insulin was administered to the patient. In both cases, the needle was placed on the pen device correctly, but when the medication was injected, a significant amount of insulin had built up in the space where the needle meets the skin. Furthermore, the safety mechanism failed to activate both times despite nursing ¿pushing hard.¿ the patient also reported that they felt the burning sensation of insulin going in, so they apparent did receive a portion of their total dose. However, because the exact amount could not be determined, they had to be transferred to a higher level of care for increased monitoring.